Event description:
Boston scientific received information that the patient implanted with this pacemaker underwent a non-device related procedure. During the procedure the patient's heart rate was at 120 beats per minute (bpm) and the patient experienced chest tightness. The device was interrogated following the procedure and all lead diagnostics were appropriate. It was determined the high rate was likely due to interaction between the operating room equipment and the device. The device was successfully reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.